Event description:
Distributor reported an incident of high intraocular pressure post-op in a pt who underwent cataract surgery in which the device was used in addition to several other devices. At one week follow-up, pt's intraocular pressure returned to normal. A review of the device records indicates nothing unusual in the mfg, sterilization, or inspection of the reported lot. See disclaimer statement in instructions for use. 1 person effected.